Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product code: 03.043.008s, lot number: 10310706, release to warehouse date: (B)(4), expiration date: 01.may.2027, supplier: (B)(4), manufacturing site: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery with protection sleeve, trocar and tna nail. After inserting the protection sleeve the trocar became stuck. The surgeon stopped using the protection sleeve and used the etn sleeve to complete the procedure. Additionally, while using a 9mm tna nail, the drill bit and nail interfered when drilling a lateral locking drill in the proximal ml direction over the device. The operation was completed with a freehand drill. The procedure was completed successfully with no surgical delay. No further information is available. This report is for a trocar / long for nails ø 8-11mm / sterile. This is report 2 of 4 for (B)(4).